Event description:
Loss of osseointegration - thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, peri-implantitis, infection, pain, swelling, abscess, inflammation, mobility. 3mm zest locator abutment delivered then denture attached.